Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  they have had three falls and stated after the first fall they seemed ok, but reported the second fall pt fell out of the shower on their butt and reported following this fall pt's implant was bothering pt and implant was moving a little. Pt also reported following this they had a return of symptoms and was "urinating so much". Pt stated noticed return of symptoms with drinking water or coffee. Pt stated then noticed suddenly symptoms got better and stopped. Pt stated that they know the ins was placed good on date of implant. Pt reported third fall was "like three sundays ago" and stated they slipped and fell really hard on their butt. Pt stated following this they went back to bed and when they got up from bed pt was experiencing excruciating pain and reported implant moved and is not where it's supposed to be. Pt stated they saw their urogynecologist that examined pt's "right butt cheek" where implant is located and stated they programmed the implant. Pt stated their physician is going to "do surgery", but pt stated they don't want the implant anymore and inquired if it can be removed. Reviewed role of ps and redirected pt to hcp to discuss this issue and desire to have implant removed. Pt clarified event date as (B)(6). Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.  No further complications were reported/anticipated at this time.